Event description:
During the tka surgery in 2007, when using the notch guide with 4 pins, and it was being impacted, the instrument hit the pin inside bone and the pin was bent. (See attached file) as a result, the bone had a crack about 20cm. There is no report of intervention.